Event description:
It was reported this balloon was used successfully during pre-dilatation of the iliac artery prior to stent placement. The balloon was re-advanced following stent placement for post-dilatation of the stent and ruptured on the first inflation. During withdrawal of the balloon catheter through the introducer sheath, resistance was encountered. Multiple sheath exchanges were made to faciliate balloon catheter withdrawal, however, this was unsuccessful. A contralateral puncture was made in an attempt to snare the balloon catheter which was also unsuccessful. Continual exertion against resistance resulted in detachment of the balloon material in the pt which resulted in blockage of the iliac artery. The pt underwent surgical retrieval of the balloon material. The pt later underwent surgical amputation of the big toe. No further details regarding the pt's current condition is available. The device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated this device was used to post-dilate an iliac stent which is not an indicated use of this device. It was also indicated resistance was encountered during balloon catheter wtihdrawal. The company believes the above factors may have contributed to this event. However, without evaluating the device, the company is unable to determine the exact cause for this event. The company's direction for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instruction is not recommended...only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."